Manufacturer narrative:
(B)(4). Date sent: 12/20/2024 b3: event year only reported: 2024 d4 batch #: t92w6y additional information was requested and the following was obtained: per the questions below, the hp blue was dropped off broken in a biomed bucket. The biomed department does not know where the device came from. I have attached a picture. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the end cap dislodged from the housing. No functional testing could be performed due to the device receiving condition. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion could be drawn as to what caused the end cap to dislodge. However, it is recommended to use the disposable torque wrench to loose the disposable device from the handpiece. A manufacturing record evaluation was performed for the finished device batch t92w6y, and no non-conformances were identified.

Event description:
It was reported, heard from biomed that the device fell apart. No other information was given on whether or not it took place during a procedure or if any patient involvement.